Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.